Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and a software investigation was completed. It was found that the mobile view station (mvs) failed to boot up because the mvs config file was corrupt. Installed backup copy and verified system functions properly. No parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system displayed an error message stating that an error had occurred with the image acquisition system (ias) configuration file. The system was rebooted without resolution. There was no patient present when this issue was identified.